Event description:
It was reported that low impedance measurements were found. Impedance measurements were as follows: c-0=860, c-1=1112, c-2=865, c-3=1331, 0-1=1256, 0-2=32, 0-3=1749, 1-2=1251, 1-3=2074, 2-3=1749. The current programming was effectively treating patient's symptoms. A reprogram will not take place but they will closely monitor the impedances. Additional information received reported the patient was reprogrammed by their neurologist and was doing well.

Manufacturer narrative:
(B)(4).